Event description:
It was reported that there was a burn. Additional information has been requested, but has not been received.

Manufacturer narrative:
The treatment tip was not returned for evaluation. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator of insufficient force during rep delivery. A failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment. Based on the updated information received regarding the patient's outcome, it has been determined that this was not a serious event as no scarring or permanent damage occurred.

Event description:
It was reported that the patient has a burn on the upper and lower eyelids of the right eye. The burn first appeared during treatment and redness was observed. Reportedly, there were no system error codes or anything out of the ordinary noticed during treatment. The treatment tip was not inspected prior to or during the treatment. The patient was not given any medication prior to or during the treatment. The burn was classified as a second degree burn - blister. The patient applied ice post procedure. The patient applied otc cream containing fluocinolone acetonide 0.25mg and neomycin sulphate 5mg to treat the burn. In the physician's opinion, the burn will heal without permanent scarring. The burn is resolving.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion of the investigation.